Event description:
The welded part at the tip of "I-k2958ti00" in the at pkr-rm-ll instrument set was removed and it was inside the joint. It was discovered at the time of postoperative x-ray confirmation. A skin incision was made again and it was removed from the joint. There is no residue in the body.

Manufacturer narrative:
Reported event an event regarding crack/fracture involving a specialty impactor was reported. The event was confirmed through material analysis of the returned device. Method & results product evaluation and results: visual inspection of the returned device noted the device was worn/damaged. Examination of the returned device with engineer indicated that the device is worn due to in service use. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Clinician review: no medical records were received for review with a clinical consultant. Product history review: indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: visual inspection of the returned device noted the device was worn/damaged. Examination of the returned device with engineer indicated that the device is worn due to in service use. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined no further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The welded part at the tip of "I-k2958ti00" in the @ pkr-rm-ll instrument set was removed and it was inside the joint. It was discovered at the time of postoperative x-ray confirmation. A skin incision was made again and it was removed from the joint. There is no residue in the body.